Event description:
It was reported to philips that the device experienced an ECG failure during operational testing. There was no patient involvement reported. One processor pca was returned for failure analysis. The reported problem was duplicated as there was an op check failure observed. Troubleshooting determined that diode d11 was defective.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an ECG failure during operational testing. There was no patient involvement reported.